Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had a csf leak during an implant procedure on (B)(6) 2019. The physician performed a blood patch. No products were implanted. Issue resolved.